Manufacturer narrative:
The patient was the initial reporter), so personal information was not entered.

Event description:
The customer was reviewing her readings in the contour next ez memory and discovered one of the readings was missing. No adverse event was alleged. She was advised to return the meter for evaluation. A new meter was sent to her.